Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported problem. The system was replaced and the reported system was not available for failure analysis. The replacement system is in service with no similar issues reported.

Event description:
It was reported the ie33 ultrasound system generated an error code during an unspecified operation room cardiac case when using a transesophageal transducer. The procedure was unable to be completed on the same system. The exam was ultimately able to be completed however; no further information is available. No patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.